Manufacturer narrative:
H6: appropriate term/code not available: suggested code : mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025 the technician observed a grinding error and they were not able to complete the procedure. Patient had to be rescheduled for a new procedure. A field engineer examined the equipment and could not duplicate the error but heard a loud noise from the driver. Replaced the driver and the system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported on january 17, 2025, that during a procedure the brevera system (B)(6) began experiencing errors and making a grinding noise. The customer was unable to complete the procedure, and the patient had to be rescheduled. Patient impact was reported as the patient had to be rescheduled for a second incision. The dispatched field service engineer (fse) was unable to replicate the errors seen but did hear a popping sound from the driver. They replaced the brevera driver and confirmed the new driver was working according to manufacturer specifications. The serial number initially supplied was (B)(6), which does not match the serial number of the driver returned to hologic pmqa. The serial number of the driver returned is (B)(6). After reviewing the asset history of the system and the driver, it was found that this is the first complaint reported against the system, and the only complaint where the driver was replaced. Due to the dates of the complaint and driver return, and the fact that this was the first driver replaced on the system, it was determined that the driver (B)(6) was actually the driver used in the complaint, not (B)(6). No damage was seen on the driver packaging. The brevera driver can be seen with no damage visible on the exterior. The brevera driver was 545 days old at the time of the complaint. The cycle count of the driver is 540. The complaint reported that there were grinding noises heard and in the fe resolution, they note that a popping sound was heard from the driver. These details are similar to what is reported in complaints where the timing shaft becomes jammed with the outer cannula wear plate. The upper housing of the driver was removed in order to see if the driver was jammed. The driver did not appear to be jammed, so the upper housing was reattached, and the brevera driver was placed onto a pmqa brevera system (B)(6) for testing. No abnormal noises were heard during initialization, and no errors appeared on the screen. The arm and fire sequence was repeated, and 4 test biopsy samples were taken, with no errors seen on the screen. Conclusion: the issue described in the complaint was unable to be reproduced. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: brevdrv system serial number: (B)(6) driver manufacture date: 7/27/2023 driver installation date: (B)(6) 2024 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.